Event description:
It was reported that after implantation, testing showed that the left ventricular (lv) lead exhibited high impedance values. The lv lead connection was revised and remains in use. The patient is participating in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: dtba2qq cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID: 5076-52 implantable pacing lead implanted: (B)(6) 2013; product ID: 6947m62 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).